Manufacturer narrative:
A ge svc rep performed an on site investigation. The svc rep watched the sys boot on debug and monitor sys would come up with corruption error. The software was reinstalled and the sys operates as intended.

Event description:
It was reported that the 9800 sys would not fully boot prior to a case. No pt was involved.